Event description:
The pt underwent therasphere treatment to the left lobe of liver. Pt received 141 gy. Therasphere infusion was uneventful and pt left hosp on the same day asymptomatic. A month later the pt was admitted to the hosp for vomiting and abdominal cathartics and got their bowels moving; that substantially improved discomfort. Pt's diet was advanced to a regular diet. The pt was hydrated and discharged to home 2 days later. Abdominal pain and vomiting are judged to be related to prolonged constipation and possibly cancer progression and are not likely to be related to the treatment.